Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: a review of the pump¿s black box showed evidence of a cs 064 alarm on (B)(6)2018. The battery compartment and cap were undamaged and able to fit securely. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was unable to detect the cartridge upon the first load step. Further testing was not able to be adequately performed. The pump case was removed and moisture corrosion was found to the power printed circuit board and force sensor circuit.